Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was to be implanted to the tracheobronchial to treat a intracavitary tumor during a bronchoscopic stent placement procedure performed on (B)(6) 2025. During the procedure, after the tumor was ablated under a rigid uteroscope, the airway was dilated with a balloon. A stent was then inserted under the guidance of a guidewire. When the stent was pulled halfway, it could not be deployed. The physician adjusted the angle yet was still unsuccessful. When the stent was removed for in vitro deployment, it still could not be deployed. When the stent was removed from the patient the stent was still fully covered by the stent deployment suture. The procedure was not completed. There was no patient complications reported as a result of this event and the condition of the patient was reported to be stable.

Manufacturer narrative:
Block h6 : imdrf impact code f1001 is used to address aborted/rescheduled procedure.